Event description:
It was reported to philips that the device defibrillator/monitor/button failure. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Updated to no.